Event description:
Related manufacturer reference number: (B)(4). It was reported, that a patient presented with an infection. Noted on the patient's system, antibiotic treatments were used to treat the infection. No additional intervention were reported. No adverse patient consequences were reported.